Event description:
Device appears to be oversensing on the atrial lead. Alert: right ventricular unipolar lead impedance warning on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152679.